Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield skull clamp was involved in a slippage during a patient procedure. The reporter described the event as; the ratchet slipped and the pins dragged across the scalp, cutting the skin. Additional clinical information has been requested.